Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation. Attempts of immediate implant on same day as extraction # 29 directly over mental nerve. Limited ability to go deeper than extraction site.